Event description:
It was reported that the platform failed, but no details were provided. No adverse event reported.

Manufacturer narrative:
Platform was run for 15 minutes, no operational issues were noted. Furthermore, there were no user advisories noted in the platform's archive file. However, incoming inspection noted that head restraint brackets, front enclosure, and battery lock were damaged and two shoulder (load plate) screws were missing. Parts were replaced, load plate screws were installed. Platform passed final test. No adverse event reported.